Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to replace the motor control board. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Plug the bed into an appropriate power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in (B)(6) 2016. It is unknown if the facility performed any other preventative maintenance on this bed. Hill-rom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the brake not set alarm will not tone. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).